Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation and was initially inflated at 12 atmospheres for 10 seconds. However, during the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.